Event description:
As reported: during a tavr procedure, the heart valve got stuck inside the sheath at the distal aorta, due to calcium. The tavr procedure was aborted due to the fear of causing more damage. Once the tavr sheath was removed, the manta was deployed, and it was reported that there was some obstructed blood flow in the common femoral artery. The physician ballooned the area, and the flow was restored. The tavr physicians reported that the obstructed blood flow was likely due to the difficulty with the tavr valve insertion. Additional information was received on 20jan2023: it was reported that single micro-puncture access was obtained higher in the left cfa. The lcfa vessel was measured 6.3mm. No calcification or tortuosity was reported in the lcfa vessel. The measured manta depth was 5.5cm. Prior manta deployment, bp was 91/48mmhg, and 100mg of protamine and 14000 units of heparin were administered intravenously. The physician made the decision to deploy the manta at 5.5cm + 1.5cm (depth of 7cm) instead of 6.5cm due to "puffiness". Time to hemostasis was immediate. A 4mm x 40mm and 6mm x 80mm balloon was performed and was successful for restoring blood flow. Patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during a tavr procedure, the physician encountered difficulties attempting to advance the valve inside the expandable procedural sheath. The valve got stuck inside the sheath at the distal aorta, because of calcium. The tavr procedure was aborted due to the potential of causing further damage, and the expandable procedural sheath was removed. The physician then deployed an 18f manta for closure in the left common femoral artery (lcfa). A higher positioned access was attained following a single attempt utilizing micro-puncture. The arteriotomy was 6.3mm, no visible calcification in the lcfa, no tortuosity, with a measured depth of 5.5cm. While deploying the manta device to the measured depth of 5.5cm + 1cm, the physician added an additional 0.5cm due to puffiness, even after advisement not to do so. Following deployment, hemostasis was immediate, although a partial obstructed flow was noted. Balloon inflations were applied, successfully restoring flow, and patient outcome post-procedure was fine. The physicians agreed the obstructed flow was likely due to the vessel trauma experienced during the tavr value insertion. Therefore, it is likely the cause of the obstructed flow is from vessel trauma (dissection) experienced during the initial procedure, possibly causing the manta collagen plug to catch, blocking flow. The IFU was reviewed and has identified adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. The manta instructions for use indicates the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Procedural requirements per the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Additionally, in step 1 of the arteriotomy location procedure: manta deployment depth = flow stop measurement at skin + one (1) cm. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, during a tavr procedure, the physician encountered difficulties attempting to advance the valve inside the expandable procedural sheath. The valve got stuck inside the sheath at the distal aorta, because of calcium. The tavr procedure was aborted due to the potential of causing further damage, and the expandable procedural sheath was removed. The physician then deployed an 18f manta for closure in the left common femoral artery (lcfa). A higher positioned access was attained following a single attempt utilizing micro-puncture. The arteriotomy was 6.3mm, no visible calcification in the lcfa, no tortuosity, with a measured depth of 5.5cm. While deploying the manta device to the measured depth of 5.5cm + 1cm, the physician added an additional 0.5cm due to puffiness, even after advisement not to do so. Following deployment, hemostasis was immediate, although a partial obstructed flow was noted. Balloon inflations were applied, successfully restoring flow, and patient outcome post-procedure was fine. The physicians agreed the obstructed flow was likely due to the vessel trauma experienced during the tavr value insertion. Therefore, it is likely the cause of the obstructed flow is from vessel trauma (dissection) experienced during the initial procedure, possibly causing the manta collagen plug to catch, blocking flow. The IFU was reviewed and has identified adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. The manta instructions for use indicates the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Procedural requirements per the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Additionally, in step 1 of the arteriotomy location procedure: manta deployment depth = flow stop measurement at skin + one (1) cm.

Event description:
As reported: during a tavr procedure, the heart valve got stuck inside the sheath at the distal aorta, due to calcium. The tavr procedure was aborted due to the fear of causing more damage. Once the tavr sheath was removed, the manta was deployed, and it was reported that there was some obstructed blood flow in the common femoral artery. The physician ballooned the area, and the flow was restored. The tavr physicians reported that the obstructed blood flow was likely due to the difficulty with the tavr valve insertion. Additional information was received on 20jan2023: it was reported that single micro-puncture access was obtained higher in the left cfa. The lcfa vessel was measured 6.3mm. No calcification or tortuosity was reported in the lcfa vessel. The measured manta depth was 5.5cm. Prior manta deployment, bp was 91/48mmhg, and 100mg of protamine and 14000 units of heparin were administered intravenously. The physician made the decision to deploy the manta at 5.5cm + 1.5cm (depth of 7cm) instead of 6.5cm due to "puffiness". Time to hemostasis was immediate. A 4mm x 40mm and 6mm x 80mm balloon was performed and was successful for restoring blood flow. Patient's current condition was reported as fine.

Event description:
As reported: during a tavr procedure, the heart valve got stuck inside the sheath at the distal aorta, due to calcium. The tavr procedure was aborted due to the fear of causing more damage. Once the tavr sheath was removed, the manta was deployed, and it was reported that there was some obstructed blood flow in the common femoral artery. The physician ballooned the area, and the flow was restored. The tavr physicians reported that the obstructed blood flow was likely due to the difficulty with the tavr valve insertion. Additional information was received on 20jan2023: it was reported that single micro-puncture access was obtained higher in the left cfa. The lcfa vessel was measured 6.3mm. No calcification or tortuosity was reported in the lcfa vessel. The measured manta depth was 5.5cm. Prior manta deployment, bp was 91/48mmhg, and 100mg of protamine and 14000 units of heparin were administered intravenously. The physician made the decision to deploy the manta at 5.5cm + 1.5cm (depth of 7cm) instead of 6.5cm due to "puffiness". Time to hemostasis was immediate. A 4mm x 40mm and 6mm x 80mm balloon was performed and was successful for restoring blood flow. Patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up report will be submitted after investigation.